Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no imaging or photos provided. During manufacturing of the esheath, the sheath and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to the event. A review of lot history revealed one complaint for this event. Based on the available information patient factors contributed to the event. A review of complaint history for the edwards esheath introducer set (all models) revealed other returned devices from (B)(6) 2018 ¿ (B)(6) 2019 for this trend category. However, no manufacturing non-conformances were identified during the investigations of the similar complaint. Available information suggests that patient and/or procedural factors contributed to the event. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limits for the trend category. The IFU, prepping manual and training manual were reviewed the necessary steps for preparation of the commander delivery system. The procedural training manual provides instructions for delivery system through sheath. Factors that can assist with delivery system insertion through sheath are as follows: correctly orient the delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, (maintain edwards logo up throughout the procedure to prevent kinking of the delivery system), insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements and if working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. In addition, the procedural training manual provides additional considerations for sheath insertion:  hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, always observe fluoroscopy during insertion, proper screening is critical to reducing vascular complications, a 14fr esheath minimum access vessel diameter is 5.5mm, know the position of the sheath tip in the aorta, and ensure adequate vessel access (do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath). There was no IFU or training deficiencies identified. The complaint was unable to be confirmed since imagery was not provided and the device was not returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Review of lot history, DHR, and complaint history showed no indication that a manufacturing nonconformance contributed to this event, and a review of manufacturing mitigations supported that the devices have sufficient inspections in place to identify defects related to the complaint events.  A review of the IFU / training materials revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported resistance. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As noted in complaint description, the patient¿s access vessel had mild calcification and moderate tortuosity. Tortuous patient anatomy can create sub-optimal angles that would result in a difficult pathway for advancement of the delivery system while calcification can constrict sheath expansion during delivery system insertion. These patient factors (tortuosity/calcification) could have resulted in the sheath shaft resistance with delivery system. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. In this case, based on available information, patient factors (calcification and tortuosity) and/or procedural factors (improper device wetting/improper valve crimping/incomplete loader advancement, device manipulation) may have contributed to the reported resistance and vascular injury.   However, a conclusive root cause is unable to be determined at this time. The complaint occurrence rate does not exceed the (B)(6) 2019 control limit for the respective trend category. No IFU/training manual deficiencies were found. Therefore, no corrective and preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure while advancing a sapien 3 valve and delivery system through the external iliac artery (eia), strong resistance was met. Post valve deployment and upon withdrawal of the 14fr esheath, a dissection was observed in the eia on the lower limb angiography. A stent was implanted, and the procedure was completed. The access vessel minimum luminal diameter (mld) measured 5.5mm with mild calcification and moderate tortuosity reported. The delivery system and esheath were discarded following the procedure. The valve remains implanted in the patient.